Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that on (B)(6) 2021 they would be having their implanted neurostimulator (ins) replaced because starting around (B)(6) 2020 they were experiencing issues with the ins. Tests had been done on the ins and it was recommended to replace the ins because the ins was no longer sufficient.  Additionally, around (B)(6) 2021 the patient started experiencing pain in the tissue/"fat" around the ins site.  The patient explained that they had went from (B)(6) pounds, and inquired if the weight loss could have been causing that pain.  They were redirected to discuss the pain with their doctor.